Event description:
The manufacturer's representative reported the patient noticed a pump alarm, experienced withdrawal symptoms, and was hospitalized where oral medication was received for pain control. Telemetry of the pump showed, "a motor stop (also known as motor stall) since february 8th". Attempts to reprogram the pump were unsuccessful because the motor stop messages continued to appear. The pump was programmed to deliver fentanyl 50mcg/ml and the daily dose programmed was 55.80 mcg/day via a flex infusion mode. Information received from the physician reported, the troubleshooting is ongoing, and "the pump is still on hold, the patient gets oral medication with a good therapy outcome". The pump was scheduled for explant on march 13th, however, this hasn't been confirmed. Additional information has been requested and a follow up report will be sent when new information is received.